Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On the same day the wearable was inserted, the patient was sleeping and experienced a diabetic seizure at 2:30am. During this time, the cgm was displaying a value of 68 mg/dl. The patient's caretaker heard the patient and called an ambulance. The patient was transported to the hospital. It was reported that the patient was seizing for 45 minutes. At the emergency room, the patient was treated with sugar via IV therapy. At tome point during the event, a bg was taken and the patient's bg was 30 mg/dl. The patient was discharged from the ER the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On the same day the wearable was inserted, the patient was sleeping and experienced a diabetic seizure at 2:30am. The patient's caretaker heard the patient, checked a bg and the value was 30 mg/dl while the cgm was 68 mg/dl. The patient's caretaker called for an ambulance. The patient was transported to the hospital. It was reported that the patient was seizing for 45 minutes. At the emergency room, the patient was treated with sugar via IV therapy. The patient was discharged from the ER the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.